Event description:
It was reported that the device was post-sensed t-wave oversensing on the ventricular channel. It was recommended that the physician reprogram the device. The device remained implanted.

Manufacturer narrative:
(B)(4). This historical complaint is being files as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.